Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 2000010093. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 2000010093. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 17028968. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).